Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 was constantly failed. A field service engineer powered off the station and replaced the damaged retractor band. The row board cable for drawer 3.2 was also reseated. Upon boot-up, the diagnostic light for drawer 3.2 on the pyxibus module board began blinking, and the drawer failed during diagnostics testing. The fse powered off the station again and replaced both the drawer controller and the pyxibus module board. After completing the replacements, the drawer was tested in diagnostics and passed successfully. The customer then assigned the drawer and performed a functionality test, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer has failed. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer has failed. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex a grid, imdrf annex g grid & imdrf annex c grid, manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) part analysis: the report of medstation es main drawer 3.2 failure was confirmed by bd field service engineer (fse). According to work order (B)(4), the field service engineer (fse) reported that the station was powered off, and a damaged retractor band was replaced along with reseating the rowboard cable. Upon powering on the station, the diagnostic light for drawer 3.2 on the pmc began blinking. When the drawer was tested in diagnostics, it failed. The station was powered off again, and both the drawer controller and the pmc were replaced. After retesting in diagnostics, the results were successful, and the customer then assigned and tested the drawer. From the bd field service engineer (fse), one (1) pcba pmc v1.06/v0.09bl hh was received with physical damage to component l501. One (1) pcba, drawer controller hh6510042005 and one (1) assy retractor dwr hh cubie p/n (B)(4) were received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Further laboratory testing was performed on the pcba drawer controller, which revealed a short circuit between tp502 and tp505. Additionally, continuity and hta tests were conducted on the retractor band, and the results were successful. For the pcba pmc, no further investigation was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause. The root cause of the reported drawer 3.2 failure was physical damage to component l501 on the pmc and a short circuit between tp502 and tp505 on the drawer controller board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer has failed. The customer stated that this malfunction occurred while dispensing medication to patients. As per part investigation, it was determined that physical damage to component on the pmc and a short circuit. There were no delay and adverse events or injuries reported based on this event.